Manufacturer narrative:
(B)(4). The device was received operational but with a damaged door cover. The pal evaluated the device, and determined it failed rite (returned instrument test/evaluation) testing due to ground bond failed performance spec. The device was power cycled several times with no problems encountered. An internal inspection revealed no issues. A continuity check between the power entry module and the door post ground was found to be within specification. The assignable cause for rite test failure - ground bond was undetermined. The door cover damage was due to physical damage. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed and revealed that this device has not been previously serviced for the reported condition.

Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician determined the hc machine system failed returned instrument test/evaluation testing due to a ground bond failed performance specifications.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.